Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients order not crossed over. A technical support specialist checked the logs and found no issues. Also, fse checked the upload on the patient encounter system, found out it was current and confirmed that the station was communicating. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patients orders were not crossing to ER station. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.